Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, no therapy due to inappropriate diagnosis of vt as supraventricular tachycardia was observed. Recommended programming changes were not made. Patient's condition was stable.